Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported inserted 03.04.24 district nurse reported to hospital team that leaking from exit site during infusion. District nurses reported leaking when administering infusion at home patient. Reported pain and swelling patient attended hospital line removed and break observed at 7cm. PICC was inserted 03.04.24 with 6cm external. Additional information was received for this event as part of a focus survey: total catheter length 49cm. Inserted into right vein. Secured with secureacath. Antibiotics infused through the PICC. There were no catheter interventions to address occlusions with this PICC. Leakage at the exit site, break at 7cm, leakage occred 26 days after insertion. Site cleaned with chloraprep 3ml - 2% chg in 70% ipa during a dressing change.

Event description:
It was reported inserted (B)(6) 2024 district nurse reported to hospital team that leaking from exit site during infusion. District nurses reported leaking when administering infusion at home patient. Reported pain and swelling patient attended hospital line removed and break observed at 7cm. PICC was inserted (B)(6) 2024 with 6cm external.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.